Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl. The customer went to the emergency room (ER) and was given food along with intravenous fluids (type was not known). The customer's healthcare provider alleged that the pump basal rate needed to be lowered and was cause of low bg. The customer left the ER with a bg in the 200 mg/dl range and was "fine".